Manufacturer narrative:
(B)(4). The report that the guide wire was damaged was confirmed through examination of the returned sample. Visual/microscopic examination of the swg inside of the tubing assembly revealed that it was spiraled and kinked with offset coils near the distal end. However, the returned swg tubing assembly was already connected to the needle/catheter assembly. The two assemblies are not packaged attached, which indicates that the end user attached them after opening the kit. The returned swg assembly was not able to advance into the needle assembly due to the swg kinks. A lab inventory ra-04122 with no issues was used to functional test the returned needle/catheter assembly. The lab inventory swg from the lab inventory ra assembly was attached to the returned needle/catheter assembly and was able to advance into the needle with no issues. This indicates that the returned swg assembly should've been able to advance into the needle as well. The examined defect was able to be recreated using the lab inventory ra assembly that was used during functional testing. After the swg assembly is attached to the needle/catheter assembly, if the two assemblies are not aligned correctly, once the swg is advanced, the swg could miss the proximal entry of the needle, and instead advance into the needle hub , causing it to kink (in the same manner as the returned swg). No dimensional issues were examined, and a device history record review did not reveal any manufacturing related issues. Based on this information, the probable cause of this complaint is unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to patient use.